Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found.

Event description:
It was reported by peritoneal dialysis patient that the cycler alarmed make sure the heater bag is on the heater tray and unclamped in fill 1 of 4. Patient canceled out the treatment. When patient removed the tubing set being used there was solution coming from the inside area of the pump door. The patient's peritoneal dialysis registered nurse (pdrn) later confirmed that patient did not experience any adverse events due to the leak. Prophylactic antibiotics were not prescribed. Patient performed continuous ambulatory peritoneal dialysis in order to complete treatment. The set was discarded.